Event description:
It was reported that the patient presented via a remote transmission with the pacemaker at elective replacement indicator. Review of the transmission revealed that the battery longevity estimate decreased drastically over the past year. Based on longevity estimates, both battery longevity overestimation and premature battery depletion were suspected. The physician explanted and replaced the device. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of overestimation was confirmed. The complaint of premature depletion was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.